Manufacturer narrative:
The initial MDR was filed as manufacturer¿s report# 3007566237-2019-00910. Based on additional information received, the correct manufacturing site was # 3004209178. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had a fall and at times they would felt like they were shocked or felt a sharp/zapping stimulation at times but was unable to tell if it was the ins or something else and then the feeling would go away. The lead and battery were removed and replaced with a new equipment. No further complications were noted or anticipated